Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged correlation issue with the patient's inratio inr result in comparison to the nurses' inratio inr result. Results are as follows: date: (B)(6) 2014, patient's inratio inr: 1.4, nurse's inratio inr: 3.1, therapeutic range: 2.5 - 3.5. The time between testing was one (1) hour. The same strip lot number was used but difference inratio monitors. There was no reported adverse patient sequela. There was no additional info provided.